Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, incomplete staple line, etc.)? No. How was the bleeding controlled? Hand sewing was used to control the bleeding. How much blood was lost (ml)? Less than 20ml. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The analysis found that one ec60a device was returned in good visual condition and with three cartridge reloads present. Cartridge (b, c) ecr60g, m52m7x were received fully fired and with cartridge deck damage. Cartridge (d) ecr60g, m52w2e was received fully fired and in good visual conditions. The found damage on the cartridge (b, c) decks is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device performed three firings. There was errhysis (bleeding) along three staple lines. Another like device was used to complete the procedure.